Manufacturer narrative:
Block b3: exact date unknown, event occurred a day before the manufacturer was made aware.

Event description:
It was reported that the patient was sent to the emergency department due to a spiked fever, dizziness, and discomfort at the battery site. The patient is currently doing well.